Event description:
On (B)(6) 2011, the patient (pt) reported via email blurry vision while wearing 1 day acuvue trueye contact lenses. The pt states that he/she visited an eye care professional (ecp) and "developed blurriness which was diagnosed by my eye doctor as corneal edema." The pt states that he/she was treated with steroid drops and muro 128, but continues to have "blurry vision in the right eye." Attempts were made to contact the pt. On (B)(6) 2011, rec'd add'l info from the pt via email. The pt states that he/she has "sustained blurred vision since early (B)(6) 2011." The pt states that he/she was "ultimately diagnosed with advancing wavelike epitheliopathy (both eyes), or alternatively limbal stem cell deficiency of the superior limbus (both eyes). The corneas of both eyes developed abnormal epithelial cells, impairing my visual axis, causing me sensitivity to light (phototropia), and blurred vision." Attempts were made to contact the pt for lot number, product return and medical info, however the pt requests that attempts to contact him/her discontinue as he/she would like to wait until treatment is complete before he/she corresponds. The pt states, "I simply wished to place j and j on notice that my blurred vision presented two weeks after I began using, for the first time ever, your acuvue trueye contacts." The conditions reported may or may not be related to contact lens wear. (B)(6) has rec'd no other similar reports. This event is being reported as worst case. This report is for the right eye. The left eye is documented in MFR report # 1033553-2011-00068. A lot history review was not performed because the lot number was not available. MDR reportable events are reviewed in quarterly management review meetings. If add'l medical or product info is rec'd, we will report it within 30 days of receipt.

Manufacturer narrative:
Device not returned, no eval can be performed. No conclusion can be drawn.